Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported will not turn on. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that device was received for will not turn on. The front case assembly was replaced. Pm was performed and all tests passed. Based on the findings, service determined that the probable root cause of the reported issue was due to manufacturing issue of the keypad. A review of the device history record showed the device had a manufacture date of 11apr2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported will not turn on. There was no patient involvement.